Manufacturer narrative:
On june 23, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient also experienced bilateral ptsosis. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 325cc mentor siltex round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2021.

Manufacturer narrative:
The investigation of the returned devices were completed by the failure analysis lab on july 23, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal siltex rnd diap pkg 325cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2021, mentor became aware that statement "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures" was erroneously omitted in initial report. Manufacturer¿s reference number: (B)(4) correct statement is "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures."

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on september 8, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal siltex rnd diap pkg 325cc breast implant and breast ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 22, 2021, mentor became aware that patient has planned explantation on (B)(6) 2021. Manufacturer¿s reference number:(B)(4).